Event description:
It was reported to resmed that an astral device displayed an error message (sf179) related to the super capacitor. There was no harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The main circuit board was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. During a routine check of complaint records it was detected that the event is reportable in the us. This report is being submitted to correct the error. Resmed reference#: (B)(4).